Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device was unable to obtain an ECG signal via pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed during initial testing. However, the device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The unit passed daily, weekly and monthly self tests with new pads and the error code was cleared without return. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.